Event description:
A caller reported experiencing a cgm error 42 with their device. There was no reported impact to the customer's blood glucose level. The caller was guided through a pump reset by technical support, and after the reset, the cgm error code did not reappear. The caller successfully started a new sensor session.